Manufacturer narrative:
Result code refers to the two leads. Analysis of the two leads, pli 10 lot # va18elj and pli 20 lot # va0x6ql, found no anomaly. Analysis of the ins, serial # (B)(4), found it was functionally okay with no significant anomaly.

Manufacturer narrative:
The main component in the system and other applicable components are: product ID: 3889-28, lot# va18elj, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0x6ql, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) and it was reported that during implant high impedances over 4000 ohms were seen. The rep reported that the healthcare provider (hcp) placed the first lead and amplitudes were under 1 for each electrode and each electrode produced bellows and toe. The lead was tunneled and connected to the neurostimulator (ins) and an impedance check was run and there were values over 4000 on each combination except those that included case (these showed normal ranges). The pulse width (pw) was increased to 300 and the amps to 3 and the same results occurred. The hcp disconnected the lead from the ins, cleaned off and checked the header for debris (there was none) and reinserted the lead into the header, tightened and then retested. The same impedance results were seen. The hcp pulled out the lead and implanted another lead. The patient had bellows and toe on all electrodes except #1 below 1 amp. After the lead was tunneled and connected another impedance check was run. The lead showed impedance of over 4000 on all combinations that involved electrode number one. The same troubleshooting was done as the first lead with the same results. The hcp and rep replaced the ins and impedance was still the same. Troubleshooting yielded the same impedance results with no change. The lead was changed for the third time. The patient showed bellows and toe on all electrodes except 0 less than 1 amp. This time when impedance was checked the result was impedance on all combinations that included electrode 0. Troubleshooting steps repeated and impedance greater than 4000 showed on all combinations using electrode 0. The hcp decided to stick with the system that was implanted. The system was not turned on post-implant because the patient had another system for deep brain stimulation and wanted to monitor the patient effectively. It was unknown what caused or contributed to the impedance issues. It was noted that the patient has active (B)(6). Additional information was received from the rep and it was reported that the patient had no impedance issues and she was set to standard programs. It was noted that the patient was on program 3 at 1.4 and felt stimulation in the vagina. The rep reported that the patient has had active (B)(6) for years, she was not healthy. The active (B)(6) was not related to the device or therapy. The patient was being managed by her surgeons and hcps for all disease states.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.